Event description:
The advocate stated her husband received a blood glucose reading of 38 mg/dl from her contour and a reading of 148 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips were sent to the customer.